Manufacturer narrative:
Visual inspection was performed on the returned device. The reported bend and separation were confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported material too soft/flexible could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported deflation issue and material too soft/flexible could not be determined; however, the reported bend and separation appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2981 was removed.

Event description:
Subsequent to the initially filed report, it was reported that the balloon was fully deflated when attempting to re-position, and the balloon had a slight bend in the catheter and separated after the second inflation.

Event description:
It was reported that the procedure was to treat a vein graft in the proximal obtuse marginal with a sharp takeoff which compromised guide support. The 3.5x15 mm trek balloon dilatation catheter (bdc) was prepped per the instructions for use (IFU) and 50/50 contrast was used. The balloon was inflated once to nominal pressure and the device had issues with remaining positioned in the lesion. The device was re-engaged and inflated again but it was noted the balloon deflated slowly. The material on the balloon buckled and the balloon was still slightly inflated when removed. There were no adverse patient effects and there was no clinically significant delay in the procedure. The procedure was completed with stenting of the lesion. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.